Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The 6931 sprint fidelis lead model is included in a field advisory. Evaluation summary: (B) (4) and (B) (4): detailed analysis of the leads was not performed at this time due to pending litigation. Therefore, we are unable to fully evaluate the reported event.

Event description:
It was reported the model 6996 lead had a sudden increase in impedance from 62 ohms to 132. The patient commented that he was hitting golf balls the previous day and then developed a pain under his left arm. The lead was removed. The model 6931 lead was explanted electively; however, the surgeon noted damage near the rv (right ventricular) pace/sense lead pin. The model 5076 lead was accidentally dislodged during the rv lead extraction and was replaced. Further information was received that the model 6931 lead had an apparent fracture, with no clinical evidence. No further patient complications were reported as a result of this event.

Event description:
(B)(4).

Event description:
It was reported the model 6996 lead had a sudden increase in impedance from 62 ohms to 132. The patient commented that he was hitting golf balls the previous day and then developed a pain under his left arm. The lead was removed. The model 6931 lead was explanted electively; however, the surgeon noted damage near the rv (right ventricular) pace/sense lead pin. The model 5076 lead was accidentally dislodged during the rv lead extraction and was replaced. Further information was received that the model 6931 lead had an apparent fracture, with no clinical evidence. No further patient complications were reported as a result of this event. It was further reported that there was high defibrillation impedance.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The 6931 sprint fidelis lead model is included in a field advisory. Evaluation summary: (B)(4): the defibrillation conductor was stretched, the lead was stretched, the outer insulation had a cosmetic cut and cosmetic depression, and there was blood/body fluid (not obstructed) on the defibrillation conductor); full lead in segments returned and analyzed. (B)(4): the outer tubing overlay had cosmetic environmental stress cracking, the outer insulation had a cosmetic depression, blood/body fluid was noted on the outer tubing overlay, and blood/body fluid (not obstructed) noted on several conductors; partial lead in segments returned and analyzed.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The (B)(4) sprint fidelis lead model is included in a field advisory. Evaluation summary: (B)(4): the defibrillation conductor was stretched, the lead was stretched, the outer insulation had a cosmetic cut and cosmetic depression, and there was blood/body fluid (not obstructed) on the defibrillation conductor); full lead in segments returned and analyzed. (B)(4): the outer tubing overlay had cosmetic environmental stress cracking, the outer insulation had a cosmetic depression, blood/body fluid was noted on the outer tubing overlay, and blood/body fluid (not obstructed) noted on several conductors; partial lead in segments returned and analyzed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient was a participant in the system longevity study clinical study.